Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient had partial removal surgery on (B)(6) 2012, during which the surgeon ¿found that the superior aspect of the mesh had sort of torn away from the fascia.¿ the surgeon also noted he ¿excised a portion of the old mesh where it was just sort of hanging there.¿ it was reported that the patient had removal surgery on (B)(6) 2015, during which the surgeon ¿encountered adhesions and a recurrent umbilical hernia defect.¿ and the surgeon ultimately removed the entire device. It was reported that the patient experienced severe pain, inflammation and recurrent hernias. No additional information is provided.